Event description:
A lifecor sales rep. Was contacted in 2006 by reporter, to report patient death on the day of event. Customer support phoned the alternate contact listed on the patient agreement for more details. The contact reported, the patient was riding in a car, when the lifevest began alarming. The patient passed out and was shocked. Upon returning home, paramedics were called. They arrived in approximately 40 minutes. Paramedics attempted to remove the device, but the patient's family insisted that the device remain on and tried to explain the lifevest and how it worked to the emt's. The contact reports the lifesvest was left on and patient was transported to the nearest hospital. Two more treatment events occurred during the transport to the ER where, upon arrival, physicians worked to resuscitate the patient. The description of events indicates the patient went into an asystole and death was declared, prior to the battery being removed. Contact stated on several occasions, that the "device is outstanding and did it's job just like they said it would." Patient's equipement was taken to the prescribing physicians office.

Manufacturer narrative:
A report of a male patient's death in 2006 was received, that indicated he was wearing the lifevest at the time of death. A friend reported that, the patient was riding with him in a car when he was alarmed, passed out and was shocked. The patient was returned home, where the family called for an ambulance. He stated that paramedics arrived 40 minutes later and the lifevest was left on as the patient was transported to the hospital. There were additional arrhythmia detections including two more shocks as the patient was transported. At the hospital, the lifevest declared asystole and the staff was unable to resuscitate the patient. ECG flag analysis: the device was set to detect vt a 150 bpm and vf at 200 bpm. The device was started at about 07:40 (am). An arrhythmia was detected at 07:51:30. The ECG begins with a vt of 160 bpm. The response buttons were used prior to gel release and a 150-joule shock. The rhythm after the shock is 30 bpm. The post-shock impedance between defibrillation electrodes is 85 to 89 ohms. The next arrhythmia recordings (09:27:06, 43 seconds and 09:31:37, 106 seconds) show vt. The response buttons were used during the first, but not the second. There were numerous treatment delays in the second recording as the rate edged close to 150 bpm. Afterwards, the impedance between the defibrillation electrodes consistently measured above 400 ohms. This may be due to one of the therapy electrodes not touching the skin (garment unbuckled or cut, or something was placed between a therapy electrode and the skin). The message "add gel or replace belt" was given. At 09:34:36, there was an eight second arrhythmia alarm with significant apparent signal aberrations. The signal corruption may be due to electrode movement, from rapid chest compressions, ventilation efforts, or a bumpy ambulance ride. It is possible that it is not a signal corruption, but an intermittent large voltage vt; however, this is unlikely since a vt similar in amplitude to the original is evident in sections of the ECG recording. The 09:34:55 arrhythmia declaration was shocked with 115 joules. The empedance (433 ohms) caused truncation of the shock due to excessive length (as designed). The vt evident before the shock did not change. The next arrhythmia declarations (09:36:59, eight seconds; 09:37:27, 42 seconds; 09:38:37, 52 seconds; 09:39:58, 46 seconds; 09:41:15, 105 seconds; and 09:43:44, 54 seconds) are difficult to interpret due to ECG signal corruption. The impedance varies from 200 to 400 ohms. The 09:46:03 arrhythmia declaration was shocked with 144 joules. The impedance (221 ohms) caused truncation of the shock to avoid excessive length (as designed). Large signal swings on the ECG recording mimic an arrhythmia, but are suspected to be artificial. The ECG just prior to the shock and just aftewards are essentially flatline. Asystole was declared at 09:49:42. At this point the device would alarm that it was disabled and to call an ambulance (asystole is not treated by the lifesvest). The ECG recording associated with the event is over nine minutes long. Conclusions: the patient had a initial ventricular tachycardia that was converted with a 150-joule shock. Ventricular tachycardia was detected about 1.5 hours later. Defibrillation was initially delayed due to response button use and a vt rate near the threshold. The device may have been unbuckled while the emergency crew worked since the impedance between the therapy electrodes rose dramatically. Later, the ECG recordings appear to have artifact from chest compressions, vehicle vibration or other ECG electrode movement. Two separate defibrillations given after the impedance rise were unsuccessful. Asystole was evetually identified in the ECG. The lifevest operated according to specifications.